Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01294. Medical devices: lps art surf ef 7-10/strblu 14 catalog#: 00599605114 lot#: 60015544; femoral component precoat size f left catalog#: 00599001601 lot#: 60334247; stem extension straight 15mm dia x 30mm length catalog#: 00598801215 lot#: 60223193. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately fifteen years post-implantation due to instability. At the revision, the tibial insert was found to have separated from the tibial tray. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record found an issue with product needing to be reworked due to burrs, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.